Manufacturer narrative:
The majority of the device was not returned. The results of the visual evaluation of the returned device were inconclusive due to the condition of the sample. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician performed an arteriogram and attempted to deploy the starclose device into the superficial femoral artery. The device was inserted into the artery, the clip did not close around the arteriotomy and the device could not be removed. The physician performed an incision to remove the device. The vessel locator was found to be located distally in the sfa. The clip was removed from the tissue tract. The physician reported that the artery was found to be highly calcified and he was unable to achieve anterior wall apposition prior to the clip deployment. The vessel locator was removed without incident. Hemostasis was achieved with compression.